Manufacturer narrative:
(B)(4). Batch # r94n7g. Device analysis: the analysis results found that the instrument er320 was received with the trigger broken. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be broken. In addition, 11 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number r94n7g, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the jaws did not open when the trigger was grasped, and the clip was not deployed. The device was removed with the jaw closed. There was no tissue damage for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.